Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic with an obvious increase in flow and wattage. The patient's lactate dehydrogenase (ldh) had increased to 731 units per liter (u/l) compared to 188 u/l on (B)(6) 2017 and 373 u/l on (B)(6) 2017. The patient's international normalized ratio (inr) was noted to be 1.6 on (B)(6) 2017. The patient was admitted to the hospital for a suspected thrombus and intravenous (IV) heparin was initiated. The patient underwent a pump exchange on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 40 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received intravenous (IV) heparin treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.